Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. Additionally the pump touchscreen was frozen and unresponsive. Customer's blood glucose was 170 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.